Manufacturer narrative:
The full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, and oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, 3 non sustained tachycardia episodes with v-v intervals greater than 220 milliseconds on (B)(6) 2016. 71 ventricular sic since approximately 23 days ago. (B)(4) .

Event description:
It was reported that during use the right ventricular (rv) lead exhibited noise. It is not clear if the short interval counts (sic) are related to a damage. The rv lead was replaced and partially explanted. No patient complications have been reported as a result of this event.